Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the screen went blank and alarmed, notifying the user to cycle the power. The clinician reportedly cycled power and the case continued with no further reported complaint. There was no reported patient injury.